Event description:
The lay user/patient contacted lifescan in late 2008 and alleged that her one touch ultra2 meter was displaying the error2 message. The medical affairs specialist (mas) called and spoke with the patient on december 15, 2008 and obtained additional information. The patient reported that the alleged issue first occurred on the date of contacting to lifescan at around 6:30 pm. She informed the mas that as a result of the reported issue, she did not take any actions and about 20 minutes after the product issue began, she reportedly experienced being shaky. She treated self with food (sweetened pineapple) and felt better. She was not tested on any other device and did not receive any medical attention. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the condition of the test strips was also good. The error 2 occurred when inserting a test strip into the meter. However, the issue was not resolved when the retest was performed with a new vial of test strips. This complaint is being reported because the patient claimed to have experienced a symptom suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. The patient treated self with food. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.